Manufacturer narrative:
The device was available for evaluation. Two creo preferred angle screw, 10.5-9.0x95mm, cannulated, dod, cocr head, ti shank implant were returned. Based on the provided imaging, the implants appear to be normal. The cause for the migration is unknown and no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace to creo preferred angle screws that backed out of the patient post operatively.